Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other device referenced will be filed under a separate medwatch report.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced with resistance noted when passing through the septum. After removing the dilator and guide wire, a bright object thought to be a blood clot was noted on echo on the tip of the sgc. Aspiration was performed however the blood clot could not be removed. The decision was made to continue the procedure. The clip delivery system (cds) advanced to the left atrium (la) and the grippers tested. The gripper on the anterior side lowered without issue however the gripper on the posterior side would not lower. The lock lever was changed to the locked position and both grippers were able to lower; however the gripper lever latch came off. The physician continued with use of the device and the clip implanted without further issues. After removal of the cds, the sgc tip was confirmed on echo and the blood clot was gone. The sgc was removed and the procedure completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Without the device to analyze, a cause for the reported difficult to open or close (gripper actuation) could not be determined. The investigation determined the material separation (gripper cap) and material separation (gripper lever latch) appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.